Manufacturer narrative:
Zimvie complaint number (B)(4). E1: reporter email address unknown / not provided. G4: premarket identification k011028/k013227.

Event description:
It was reported that an implant was removed due to a fracture subsequently visualized via a periapical x-ray. Patient suffered from pain and inflammation. Tooth location 16. Procedure was completed.